Event description:
It was reported that insulin pump was broken at battery compartment, due to wear and tear. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Unit received with broken battery tube threads. Unit received with corroded battery tube. Unit received with cracked reservoir tube lip, case at reservoir tube window corners and case at display window corners. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.